Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button was unresponsive. The patient confirmed that the keypad was intact and there were no clean products used to clean the pump. The patient reportedly wore the pump in a pump case attached to a belt. This report is made based on the allegation of the ok button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.